Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure,one resolute onyx des was implanted in the lad. At the index procedure, patient suffered from side branch occlusion (1st diagonal). Investigator assessed that the event was unlikely related to index device or antiplatelets medication. Sponsor assessed that the event was not related to index device or antiplatelets medication. Patient recovered.